Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on2018-sep-07. The patient claimed that the device was implanted low in their buttocks so they would sit on the device when sitting. This caused minor discomfort but was something they got used to over the years. It was not the main reason for the explant. The main reason was that they no longer needed the device. There was no other cause for the discomfort besides the location. The ins was discarded after explant so it would not be returned. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) via a patient with an implantable neurostimulator (ins) for non-malignant pain. The rep reported that the ins was removed/explanted because the patient was not using the therapy anymore. The ins was bothering them. It was noted that the ins was implanted in the buttock area. It was unknown when the discomfort at the ins pocket began- the rep stated that it sounded like it had been a couple of years. No further complications were reported/are anticipated.